Manufacturer narrative:
Eval, method: marking pen evaluated to ensure writing. Results: no defects/failures detected. Conclusions: user error, marking pen not being used as intended.

Manufacturer narrative:
Eval, method: marking pen evaluated to ensure writing. Results: no defects/failures detected. Conclusions: user error, marking pen not being used as intended.

Event description:
Ink smearing causing a wrong cut on a patient.